Manufacturer narrative:
(B)(4). Manufacture date are currently unknown. No information could be located with lot number reported. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured while trialing. All pieces were retrieved and nothing was left in the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A device evaluation exhibits fracture and also shows wear & tear that indicates successful use during a potential field age of approximately 22 years. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause from this event is most likely from wear and tear as device has a potential field age of 22 years exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.